Event description:
Revision surgery- the pt complained of clicking noise; surgeon wanted to investigate problem. Upon investigation, the surgeon decided to replace the insert and shell.

Manufacturer narrative:
The original incident reported was the patient complained of a clicking noise; the surgeon wanted to investigate the problem. Upon investigation, the surgeon decided to replace the insert and shell. The patient had a revision surgery on august 6, 2012. The outcomes attributed to this event are non-serious. There was no information about any patient activities, trauma, or medical contraindications that may have led to the problems with the implant system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report for the socket shell. There were two out of 41 parts affected in this discrepancy for a morse taper nonconformance. The parts were returned to the vendor. There were no non-conforming material reports associated with the socket shell insert. A review of the product complaint report history shows there were prior complaints for both of these part numbers, but none were similar to the noise problem. The root cause for the clicking noise from the rsp system cannot be determined with confidence. A review of the device history records and the product complaint report history showed the explanted devices met material, design, and manufacturing requirements. There are no indications of a product or process issue affecting implant safety or effectiveness.